Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17069244m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® bi-directional navigation catheter and char was noted when catheter was pulled off from patient, it was cleaned and re-used on patient but the catheter kept forming char. The procedure was completed successfully with a 15 minute delay. This event is being reported because char could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool smarttouch bi-directional navigation catheter and char was noted when catheter was pulled off from patient, it was cleaned and re-used on patient but the catheter kept forming char. The procedure was completed successfully with a 15 minute delay. This event is being reported because char could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and a reddish material was found between the tip dome and the first ring per this condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. However the root cause of the char remains unknown.